Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon evaluation, the monitor will not power up. The cause of this was a shorted u1003 (pld) processor on the pca board. The root cause of the shorted processor cannot be positively identified. No adverse event resulted from the damaged monitor. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged belt) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor (dl code 204). The trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned and reported that an electrode belt was unable to communicate with the monitor and returned the patient's monitor and reported the monitor does not power up.